Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated ckmb result generated by the access 2 immunoassay system from one patient's sample. The ckmb result was not reported out of the lab. Upon repeat testing the results were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. A batch review was performed for suspect lot numbers, with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. On an unreported date in 2010, the patient was hospitalized due to the peritonitis. Treatment information was not provided. It was not reported whether pd therapy was ongoing at the time of the event. On (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.